Event description:
It was reported that a hemorrhoidectomy procedure was performed in 2004. In november 2004, the pt had intense bleeding of the suture line. The pt was reoperated to stop intense bleeding. The pt was hospitalized for 1 day and pt was remitted to a revision of the suture line. There was no further consequence to the pt.